Event description:
It was reported that during a coronary stent procedure, the shaft of the delivery/stent device broke. The physician encountered resistance while attempting to advance the delivery/stent device. The delivery/stent device and wire were removed as one. Upon removal of the delivery/stent device from the wire outside of the patient, the shaft of the delivery device broke. Another stent was used to successfully complete the procedure. No patient injuries or complications were reported.